Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported, by the nephrologist, to be due to a urinary tract infection converting into peritonitis (no further detail was provided). On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. One day later, the patient began treatment for the peritonitis with injection (inj.) Vancomycin (given every 72 hours, dose and route of administration not reported). The outcome of the event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.